Event description:
It was reported that this right atrial lead was explanted and replaced due to lead damage caused during therapy upgrade procedure by physician, this issue led to out of range high pacing impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation confirmed the reported observation of out of range pacing impedance due to electro-cautery damage in the insulation and outer conductor coil. This lead failed the continuity test. Patient code 3191 is being used to capture the additional intervention performed to explant and replace the lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right atrial lead was explanted and replaced due to lead damage caused during therapy upgrade procedure by physician, this issue led to high pacing thresholds out of range. No additional adverse patient effects were reported.